Event description:
The facility representative reported a flogard infusion pump that alarmed failure code 38. It is unknown in which care area or the process step that this event occurred. There was no patient involvement, injury or medical intervention related to the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The customer reported problem was confirmed during device evaluation by a service technician. The force sensing resistors (fsrs)were found to be damaged. The fsrs were resolve the issue. Should additional relevant information become available, a follow-up MDR will be submitted.